Event description:
The pt reports since implant they have experienced two leaks of their catheter. The pt reports the catheter is in place, but medication is leaking around the catheter. The pt states the hcp fixed the first leak. The catheter again leaked, they underwent a second revision and "now it is pouring out". No symptoms were reported. Additional information has been requested from the hcp. A follow up report will be sent when additional information is received.